Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
On an unreported date, the patient made a mistake/touch contamination and acquired peritonitis. The patient was hospitalized on the same day for the event. Treatment was not reported. Nine days later, the patient was discharged from the hospital. The patient is currently recovering from the peritonitis episode.

Manufacturer narrative:
(B)(4) - on (B)(6) 2013, the patient was rehospitalized for the event of peritonitis. Treatment was not reported. On (B)(6) 2013, the patient was discharged from the hospital and is reported to be recovered from the peritonitis. If additional relevant information becomes available, a follow up report will be submitted.